Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has been showing loss of capture (loc) on atrial tachy response (atr) event. It was mentioned that the ra lead placement was difficult. An in-person evaluation was recommended to determine capture threshold. P waves were small. A chest x ray was recommended as far field over sensing was noted on the ra lead. Blanking period programming was recommended for this ra lead to cover the far field over sensing. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has been showing loss of capture (loc) on atrial tachy response (atr) event. It was mentioned that the ra lead placement was difficult. An in-person evaluation was recommended to determine capture threshold. P waves were small. A chest x ray was recommended as far field over sensing was noted on the ra lead. The x ray was completed successfully, and the lead was found in the correct position. Blanking period programming was recommended for this ra lead to cover the far field over sensing. At this time the blanking period was adjusted. The ra lead remains in service. No adverse patient effects were reported.